Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera elite ii video system center, when the ltf-s190-5 (endoeye flex deflectable videoscope) was attached, a read identification (ID) error occurred. The staff person in charge of the facility visited and confirmed that there was an e216 scope error. The error persisted after reconnecting the device. The issue occurred during a total hysterectomy procedure that was completed with a similar device with no delay. There were no reports of patient harm. Related patient identifiers: (B)(6), (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the phenomenon of the scope ID read error (error code e216) could not be reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.